Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation determined that the reported complaint was due to a physically damaged power connector in the external battery pack. The external battery pack was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed to recognize the power source. There was no patient injury reported as a result of this incident.